Event description:
The doctor reported that after 2 months post-op, bubbles, which clinically appear like silicone droplets, were noticed on the iol surface. They did not absorb and the lens was explanted.